Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the data file of the reported event was provided. The data file was evaluated and showed that the analysis performed between 14:45:14 and 14:45:24 did not meet the criteria needed for a shockable event based on qrs variability, normalized amplitude, and average qrs complex width. The investigation concluded that the device met specifications and performed as designed within the limitations of the technology available. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.